Manufacturer narrative:
The pump had no button response due to corroded keypad traces. The functional testing was unable to be performed due to button keypad anomaly. The pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window and missing endcap sticker. (B)(4).

Event description:
It was reported that the pump was returned without authorization. There was no communication, reason or acknowledgement over the return of the device.